Manufacturer narrative:
G4:11jan2021. B4:12jan2021. The device was not in use on a patient and there was no harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
It was reported there was an over voltage protection failure. The device was in clinical use however no harm was noted. The field service engineer (fse) confirmed the reported issue and determined the motor controller board and power supply were not working properly. The fse replaced the motor controller board and the power supply and the issue was resolved.